Event description:
The facility reported a logix compounding software in which all compounder status indicators for all compounders stated "error - com port not available" in logix cm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. The software was not requested by baxter. The reported problem of "error - com port not available" was confirmed through troubleshooting with the customer by baxter's nutrition technical support. The cause was determined to be a faulty digi-edgeport usb to serial adapter. The faulty component was replaced to fix the reported problem. A follow-up report will be filed if any additional details become available.